Manufacturer narrative:
H.6 investigation summary: one sample received for investigation. Upon visual inspection, no particle or fluid is observed. A device history review was performed for lot 1071416, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 1071416 and found to be within specification. Testing was performed on the samples, results verified amount of silicone was within the required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: it was reported that 20 ml syringes were found to have a lubricant like substance inside.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: it was reported that 20 ml syringes were found to have a lubricant like substance inside.